Event description:
It was reported that approx seven days after placement of a breast tissue marker, the patient presented an infection. Antibiotics were prescribed as treatment. The patient status is unk at this time.

Manufacturer narrative:
A full manufacturing review could not be conducted as the lot number is unk. Two manufacturing reviews for the last 2 lot numbers sold to the customer were reviewed. There was no info to suggest that the reported issue was related to the manufacturing of this device. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info.